Event description:
A doctor reported that a small piece of metal came off the handpiece and remains insitu in a pt. The pt is reported to be unaffected by the event.

Manufacturer narrative:
The affected lot is not known, therefore, the device history record could not be reviewed. The manufacturer performs a 100% final inspection for this product. No sample has been returned for evaluation and no add'l info concerning the event is available. Damage could not be assessed, and thus it cannot be confirmed whether the product contributed to the reported event. The root cause cannot be determined. (B)(4).